Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they fell yesterday and they don't know if they did anything to the implant. The patient said they can't even feel the stimulation at all. Agent asked, patient said they had a couple of urgencies this morning but they made it to the bathroom. Agent reviewed therapy information and general programming guidance. The patient was able to connect to implant and confirmed therapy was on. Patient will maintain stimulation level and will continue to track symptoms. Redirect to their healthcare provider (hcp) to further address their concerns. The patient mentioned they have a follow up appointment with their doctor on the 22nd of next month.